Manufacturer narrative:
Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during device change out procedure, noise with oversensing that was double-counted was observed. Fluoroscopy was reviewed and it was suspected a newly implanted lead may be contacting another lead. Sensitivity adjustments were made, but there was still some double-counting. Tachy therapy was then turned off for observation. After four hours, the device was re-checked, the double-counting had resolved, and tachy therapy was turned back on. It was suspected that the cause was air bubbles. No adverse patient effects were reported.